Event description:
It was reported that during a ptca/stent procedure, a distal right coronary artery lesion was predilated. The stent delivery system (sds) was advanced easily to the lesion, but then ruptured at 6 atm. An inflation device was then over-torqued in an attempt to deploy the stent. Attempts were made to remove the sds, but it would not move out of the stent. An unsuccessful attempt was made to advance another dilatation catheter through the stent in an attempt to dislodge the sds. The pt remained stable throughout the procedure. The pt was taken to the or for removal of the device. No other info was provided.